Manufacturer narrative:
A follow up medwatch will be submitted after new information has been received.

Event description:
It was reported that the unit displayed belt slip error and pump stop. Complaint # (B)(4).

Manufacturer narrative:
The reported failure was "belt slip". Explanation of the failure: difference from the value of the optical tacho to the motor tacho is higher than 10% according to the statement from life cycle engineering on 2019-11-11 the most probable root cause is as follows: a damaged foil is a plausible cause for the message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. The reported failure could be confirmed. The product in question was produced in 2013-02-20. The review of the non-conformities during the period of 2013-02-20 to 2020-11-23 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).